Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA, alleging that there was an apply sample message on her onetouch verio 2 meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the meter issue began on (B)(6) 2017. The patient reported that she manages her diabetes with oral medication, diet and exercise, and that she made no changes to her normal diabetes management, in response to the alleged meter. 1 day after the meter issue began the patient reported developing symptoms of ¿nausea, dizziness, headache and frequent memory loss¿. She denied receiving or requiring any treatment for the alleged meter issue. The csr noted that products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.